Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was bubbled and the remote dose cord pin was stuck in the remote dose connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the customer reported issue. Additionally, it was found that the pump records error code 46440, which points to a faulty dso sensor. The remote dose connector was replaced, along with the dso sensor, dso bezel, and dso seal.

Event description:
It was reported that the pump had a damaged bolus connector. There was unknown patient involvement. Analysis of the device found device has a faulty downstream occlusion (dso) sensor.